Manufacturer narrative:
Additional information was received that the patient had numbness on the feet and balance issues ever since the scs was implanted. It was also reported that the patient had fallen few times due to this issue.

Event description:
A report was received that the patient was experiencing pain, weakness and instability in the hips and low back. It was noted that the patient had difficulty controlling the first step when standing up. In addition, the patient's symptoms were not present before the implant but it was believed that the stimulator did not cause it by itself. The physician noted that the patient had spinal stenosis and believed that the presence of the leads and the stress of laying in prone position during the implant procedure created more stenosis and inflammation in the canal. The patient was treated with steroid (medrol dose pak) and physical therapy.

Manufacturer narrative:
Additional information was received that magnetic resonance imaging (MRI) results revealed that there were no abnormalities with the patient's thoracic region. It was also reported by the physical therapist that there had been slight improvement in patient's weakness. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain, weakness and instability in the hips and low back. It was noted that the patient had difficulty controlling the first step when standing up. In addition, the patient's symptoms were not present before the implant but it was believed that the stimulator did not cause it by itself. The physician noted that the patient had spinal stenosis and believed that the presence of the leads and the stress of laying in prone position during the implant procedure created more stenosis and inflammation in the canal. The patient was treated with steroid (medrol dose pak) and physical therapy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing pain, weakness and instability in the hips and low back. It was noted that the patient had difficulty controlling the first step when standing up. In addition, the patient's symptoms were not present before the implant but it was believed that the stimulator did not cause it by itself. The physician noted that the patient had spinal stenosis and believed that the presence of the leads and the stress of laying in prone position during the implant procedure created more stenosis and inflammation in the canal. The patient was treated with steroid (medrol dose pak) and physical therapy.